Event description:
I had the essure procedure in 2007, after my last child was born. I have not been myself ever since. I have experienced abdominal pains, my tubes are sore, and I can feel them move when I move around, I have had weight gain, back pain, heavy irregular periods, and many headaches. I have experienced a metal taste in my mouth, fatigue, tingling and twitching in fingers and some hair loss. This began in 2007.